Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. The outer insulation had a cosmetic environmental stress crack and a cosmetic depression. A visual analysis was performed only.

Event description:
It was reported that the lead had no capture. The lead was removed and replaced. No patient complications have been reported as a result of this event.